Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a pump error alarm. The customer¿s blood glucose was 50 mg/dl at the time of incident. Customer stated that they were able to clear the alarm and no issue with the insulin delivery. Customer had a low blood glucose of 50 mg/dl and no form of treatment was reported and no troubleshooting was performed. Customer did not mention if the auto mode feature was active at t he time of low blood glucose event. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.